Event description:
It was reported that a user of the ilet experienced elevated blood glucose after a recent supply change, with suspected loss of insulin delivery until priming was confirmed by visible drops; the user disconnected, pressed and held to observe drops, then reconnected and elected to monitor for improvement. Symptoms included hyperglycemia with a blood glucose level of 300 mg/dl. Outcomes included no injury, no hospitalization, and no medical intervention beyond troubleshooting. Investigation included technical support review and user-guided troubleshooting. Investigation of this case revealed that insulin flow was restored after re-priming and that the cause of the hyperglycemia was unclear. It was concluded that the device functioned as expected after proper priming and that the event was non-serious with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.